Event description:
It was reported that prior to a device changeout procedure, fluoroscopic imaging revealed externalized conductors on the left ventricular lead. No electrical anomalies were reported. The lead remained implanted.

Manufacturer narrative:
(B)(4).